Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. At an unspecified time, the line a of channel 3 of the device was programmed to deliver an unspecified IV fluid and the delivery was started. Line b of channel 3 was programed in the concurrent mode to deliver and unspecified concentration of venofer and the delivery was started. No further programming parameters were provided. At 1023, the customer contact reported the nurse noted the delivery was complete and the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found channel 3 of the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a disconnected connector on the alarm assembly. The probable cause of the disconnected connector was improper installation during remediation of the device. This report represents all the info known by the reporter upon query by hospital personnel.